Event description:
The user facility in (B)(6) reported, the surgeon found the cutter was cutting efficiently at 2500cpm but was not cutting efficiently at 4000cpm. No patient injury and surgery was completed successfully without any complications.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00181.